Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
Unable to speak with the pt/layperson, this senior medical surveillance specialist reviewed info the pt gave to a customer care advocate (cca) and will send a follow up letter to the pt. In 2009, the pt complained that she had wasted many test strips when she was unable to obtain blood glucose results since two weeks earlier. "I got frustrated and threw them away." The pt had one vial left. It was unclear whether the pt's one touch ultra would not turn on with a test strip as the product functioned during troubleshooting or whether the meter continued to prompt ' apply sample' after blood was applied to the test strips. The pt stated, "some take blood but nothing comes on the meter."the pt was shaking and fatigued "3 to 4 days" after the alleged issue began stating, "I was so frustrated I didn't even take my insulin friday and saturday." The pt's regime is 8 units novolog once a day before a meal and 34-36 units lantus solo star at night depending on the blood glucose result. The pt continued taking her glucovance (500 mg x2 a day). The pt commented that she knew that she was low because of the shaking symptom. No info regarding self treatment for low blood glucose was provided. However, the pt also indicated that she had "checked it out and it was a little bit high." Because the pt developed symptoms that can be associated with hypoglycemia and alleged that she discontinued insulin for two days when unable to obtain blood glucose results, the complaint is reported. The cca replaced test strips and the meter.